Event description:
Boston scientific received information that this patient presented to the hospital with ventricular fibrillation (vf) that ultimately led to the delivery of six shocks. Indications are that the device detected a supraventricular tachycardia (svt). Rhythm ID (rid) initially detected, however, it is unclear if rid was used. This patient was in constant atrial fibrillation (af) and a shock was delivered to get the patient out of af. The boston scientific sales representative (sr) stated that the first shock was appropriate for the arrhythmia, however the device continued to deliver shock therapy until exhausted. Technical services discussed programming recommendations and the sr will discuss with the physician. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.